Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm tested the iabp with a trainer and mini simulator and could not duplicate failure. The stm checked iabp calibration and it passed to specifications. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full name of initial reporter: (B)(6).

Event description:
It was reported that during use on a patient the end user could not zero the cardiosave intra-aortic balloon pump (iabp) and that no augmentation waveform was observed on the screen. There was no harm or injury to patient and no averse event was reported.